Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, h.6, the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "no actual capsule contracture" and "developed a significant amount of periprosthetic fluid". Device has been explanted.

Event description:
Healthcare professional reported right side "periprosthetic fluid." Healthcare professional additionally reported hematoma not related to the device. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28may2024.

Event description:
Healthcare professional reported a right side "hematoma capsular contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.